Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker exchange, the surgeon activated the device and it inhibited the pacemaker from pacing. There was no injury to the patient. The pacemaker was reprogrammed and functioned as intended.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a pacemaker exchange, the surgeon activated the device and it inhibited the pacemaker from pacing. There was no injury to the patient. The pacemaker was reprogrammed and functioned as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.